Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. The device was returned deployed, but the hard needle did not fully retract. Upon opening the device, the linkage assembly moved back to the fully retracted position. Score marks were observed on the underside of the top housing indicating interference occurred between the linkage and the housing. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose above 14 mmol/l (252 mg/dl) while the pod was worn on the patient's abdomen for between 4 and 24 hours. In order to treat the high bg, a bolus was administered.